Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Under optical microscopic evaluation delamination of some gas fibers was observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca #2014-12-11). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, they will not properly fix in the epoxy. When this occurs, ther fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Additional information: the product mentioned, is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153. (B)(4).